Manufacturer narrative:
Citation: gewillig m nine years of experience with the melody valve for ppvi valve function remains preserved, incidence of endocarditis can be reduced cardiol. Young 26 (supplement 1) s5 2016. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding nine years of experience with the melody valve for percutaneous pulmonary valve implantation(ppvi) valve . All data were collected from multiple centers between 2006 and 2015. The study population included 222 patients (predominantly female; mean age 21 years), all of them were implanted with medtronic melody bioprosthesis. The serial numbers were not provided. Among all patients adverse events included: endocarditis treated with medications or explant. Based on the available information, these adverse events may have been attributed to medtronic product. Among all patients device malfunctions included: stent fracture. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.